Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of the device/ migration of essure device location of device: uterus"), fallopian tube perforation ("perforation by the device") and pregnancy with contraceptive device ("post-implant pregnancy") in a 30-year-old female patient who had essure (ess205) (batch no. 621814 x 2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's past medical history included seizures and hypertension. Concurrent conditions included colitis, obesity, abdominal pain and chest pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 2 years 11 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (she had bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2009 hsg quantitative, urine test: negative. (B)(6) 2014 u beta hsg poc : urine test was negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Concomitant conditions added. Lot number added. Added. New events added: abnormal bleeding (vaginal, menorrhagia),depression, mental anguish, perforation (uterus), plaintiff does not underwent for essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of the device/ migration of essure device location of device: uterus"), fallopian tube perforation ("perforation by the device") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (with complications)") in a 30-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's past medical history included seizures and hypertension. Concurrent conditions included colitis, obesity, abdominal pain and chest pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 2 years 11 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("chronic hypertension"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy) and surgery (c-section). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and hypertension outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, fallopian tube perforation, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2009 hsg quantitative, urine test: negative (B)(6) 2014 u beta hsg poc : urine test was negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- event chronic hypertension was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Respective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of the device/ migration of essure device location of device: uterus"), fallopian tube perforation ("perforation by the device") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (with complications)") in a 30-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's past medical history included seizures and hypertension. Concurrent conditions included colitis, obesity, abdominal pain and chest pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In january 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 2 years 11 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("chronic hypertension"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy) and surgery (c-section). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and hypertension outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, fallopian tube perforation, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2009 hsg quantitative, urine test: negative (B)(6) 2014 u beta hsg poc : urine test was negative quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of the device/ migration of essure device location of device: uterus"), fallopian tube perforation ("perforation by the device") and pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (with complications)") in a 30-year-old female patient who had essure (ess205) (batch no: 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's medical history included seizures and hypertension. Concurrent conditions included colitis, obesity, abdominal pain, chest pain, multigravida, parity 4, multiple caesarean sections and premature delivery. Concomitant products included naproxen sodium from august 2016 to september 2016, oxycodone from august 2016 to september 2016 and paracetamol (acetaminophen) from august 2016 to september 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In january 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("chronic hypertension"). The patient was treated with surgery (c-section, salpingectomy (bilateral removal of fallopian tubes) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and hypertension outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, fallopian tube perforation, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted that plaintiff currently planning for essure removal. Diagnostic results: on (B)(6) 2009 hsg quantitative, urine test: negative. On (B)(6) 2014 u beta hsg poc : urine test was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received ,pregnancy outcome information were updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of the device/ migration of essure device location of device: uterus') and fallopian tube perforation ('perforation by the device') in a 30-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's medical history included seizures and hypertension.* on (B)(6) 2009 hsg quantitative, urine test: negative. On (B)(6) 2014 u beta hsg poc : urine test was negative. Concurrent conditions included colitis, obesity, abdominal pain, chest pain, multigravida, parity 4, multiple caesarean sections and premature delivery. Concomitant products included naproxen sodium from (B)(6) 2016, oxycodone from (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (with complications)"), 2 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("chronic hypertension"). The patient was treated with surgery (c-section, salpingectomy (bilateral removal of fallopian tubes) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, depression, anxiety and hypertension outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, fallopian tube perforation, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted that plaintiff currently planning for essure removal. Patient received treatment for perforation and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events: vaginal hemorrhage. Menorrhagia, pelvic pain were updated. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of the device/ migration of essure device location of device: uterus') and fallopian tube perforation ('perforation by the device') in a 30-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's medical history included seizures and hypertension. (B)(6) 2009 hsg quantitative, urine test: negative on (B)(6) 2014 u beta hsg poc : urine test was negative. Concurrent conditions included colitis, obesity, abdominal pain, chest pain, multigravida, parity 4, multiple caesarean sections and premature delivery. Concomitant products included naproxen sodium from (B)(6) 2016, oxycodone from (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (with complications)"), 2 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("chronic hypertension"). The patient was treated with surgery (c-section, salpingectomy (bilateral removal of fallopian tubes) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, depression, anxiety and hypertension outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, fallopian tube perforation, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted that plaintiff currently planning for essure removal. Patient received treatment for perforation and migration. Lot number:621814, manufacturing date: 2006-12, expiration date:2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of the device/ migration of essure device location of device: uterus"), fallopian tube perforation ("perforation by the device") and pregnancy with contraceptive device ("post-implant pregnancy") in a 30-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's past medical history included seizures and hypertension. Concurrent conditions included colitis, obesity, abdominal pain and chest pain. Concomitant products included paracetamol (acetaminophen). On 19-feb-2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In january 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On 5-feb-2010, 2 years 11 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (she had bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on 25-aug-2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: 06mar2009 hsg quantitative, urine test: negative (B)(6) 2014 u beta hsg poc : urine test was negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of the device/ migration of essure device location of device: uterus') and fallopian tube perforation ('perforation by the device') in a 30-year-old female patient who had essure (ess205) (batch no. 621814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's medical history included seizures and hypertension. (B)(6) 2009 hsg quantitative, urine test: negative. (B)(6) 2014 u beta hsg poc : urine test was negative. Concurrent conditions included colitis, obesity, abdominal pain, chest pain, multigravida, parity 4, multiple caesarean sections and premature delivery. Concomitant products included naproxen sodium from (B)(6) 2016 to (B)(6) 2016, oxycodone from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2016. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ pregnancy (with complications)"), 2 years 11 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypertension ("chronic hypertension"). The patient was treated with surgery (c-section, salpingectomy (bilateral removal of fallopian tubes) and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, depression, anxiety and hypertension outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, fallopian tube perforation, hypertension, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted that plaintiff currently planning for essure removal. Patient received treatment for perforation and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of events: vaginal hemorrhage. Menorrhagia, pelvic pain were updated. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation by the device"), device dislocation ("migration of the device") and pregnancy with contraceptive device ("post-implant pregnancy") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.